Manufacturer narrative:
The insulin pump was received with a button error alarm and no button response due to corroded keypad traces. The insulin pump was received with cracked case at the display window corners, cracked reservoir tube lip, cracked display window and minor scratches on the display window. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that their insulin pump was in their pocket and a button error alarm occurred. Customer's blood glucose reading was 96 mg/dl. Troubleshooting for keypad anomaly was performed and customer stated that the keys are unresponsive. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.